Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any irregularity. In particular, the values of the parameters measured during the electrical analysis proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to high impedances and thresholds. As the patient was in a-fib and no longer needed, the chronic ra lead was repositioned from the atrium into the rv to replace this lead. Should additional information become available this file will be updated.